Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the exact cause of the event couldn¿t be exclusively identified. However based on the past investigation results of similar events, it is likely the falling of the tissue pad occurred by the following mechanism: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The tissue pad was fell off due to load applied to the peeling tissue pad. The following is included in the device instructions for use (IFU): do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated b5 to reflect the additional information received.

Event description:
Additional information received for the related report indicated the event occurred during a laparoscopic gyn procedure. It is still not certain the if there was an additional unit involved. The following medwatch reports are related: patient identifiers (B)(6) (tb-0535fcs) and (B)(6) (tb-0535fcs, this report).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported to olympus, a piece of plastic on one leg of the thunderbeat ultrasonic surgical device was detached during an unknown procedure. This event was previously reported; however, it was uncertain if there was an additional unit involved. Additional information has been requested. The following medwatch reports are related: patient identifiers (B)(6) (B)(4) and (B)(6)((B)(4), this complaint).